Event description:
It was reported that an attempt was made to stent an rca lesion, but the implanted stent was not visualized in the vessel after the deployment inflation. A separated stent was identified in the circumflex artery. After an unsuccessful retrieval attempt with a snare, another balloon catheter was able to be inserted through the stent and it was deployed in the circumflex.